Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer appeared to be locked up when attempting interrogation; however, no interrogation fault found with the programmer. Programmer interrogated with a known good rf (radio frequency) head. Intermittent telemetry found on the provided rf head and this rf head was replaced to resolve the interrogation issues. Analysis found the power cord bay door is broken off. Antennas found loose and out of mechanical specification on antenna connected functional test. Foot pad on lower case is damaged. (B)(4).

Event description:
It was reported the back power door needs repair and the programmer intermittently locks up during interrogation. The programmer was returned for repair. There was no patient involvement indicated.